Manufacturer narrative:
The insulin pump had no unexpected prime alarms noted during testing. The insulin pump passed pump self-test, off no power test, error test, displacement test and rewind test. The operating currents were in specifications. The motor error alarmed during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.